Manufacturer narrative:
(B)(4). The following additional information has been obtained: the surgeon opines the cause of abscess is related to product; excess product was not irrigated/removed after application during the procedure; the surgeon is a prior arista user; ¿milky powder¿ was aspirated from the abscess; and the administration of antibiotics is unknown at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure on an unknown date and absorbable hemostat device was used. It was reported that approximately 2 to 3 weeks after the procedure, the patient presented with a fever and redness around where the device was used. An abscess containing a creamy white pus had developed which was cultured positive for unknown bacteria. It was unknown exactly how the patient was treated for the infection. Additional information has been requested.